Manufacturer narrative:
(B)(4). Visual analysis:device photograph(s) for the device related to the reported rupture, pain and visibility/palpability was reviewed on (B)(6) 2021. Visual analysis of the identified photos: broken shell and brown particles in the shell and gel. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side device rupture diagnosed by ultrasound. The surgeon reported the patient presented with "pain, discomfort, right m/gland shape change visually changing the shape of the m / gland".

Event description:
Implanting surgeon reported right side device rupture diagnosed by ultrasound. The surgeon reported the patient presented with "pain, discomfort, right m/gland shape change visually changing the shape of the m / gland". The device has been removed.